Manufacturer narrative:
The device has been returned to caire for an investigation. If any new information is discovered, a follow-up report will be submitted.

Event description:
On (B)(6) 2022, the companion 5 concentrator was examined in caire repairs. The concentrator was received for a warranty repair alarm code. The caire service technician noticed a burnt cable where the cable connects to the capacitor. The equipment provider aerocare confirmed that no injury occurred to the patient.

Manufacturer narrative:
The device has been returned to caire for an investigation. If any new information is discovered, a follow-up report will be submitted.

Event description:
On (B)(6) 2022, the companion 5 concentrator was examined in caire repairs. The concentrator was received for a warranty repair alarm code. The caire service technician noticed a burnt cable where the cable connects to the capacitor. The equipment provider aerocare confirmed that no injury occurred to the patient.

Manufacturer narrative:
Pursuant to title 21 - food and drugs, chapter I - food and drug administration department of health and human services, subchapter h -0 medical device, part 803 - medical device reporting, subpart a - general provisions, section 803.16, neither this report nor any information submitted herein constitutes an admission by caire inc. That the device stated in this report, caire inc., or caire inc.'s employees, caused or contributed to the reportable event stated herein. The device was returned to caire for an investigation. The unit had no visible damage other than the terminals on the capacitor being dislodged. This damage was caused by the failure for the capacitor, but no trace of the failure was found. This caused the compressor in the unit to not power on startup. This would cause the complaint as listed in the event. This event would not induce patient harm as the unit would not be able to run without the capacitor. It would only cause interruption of therapy.